Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Retrieved pieces discarded.

Event description:
It was reported that the surgeon was performing a l3-4 tlif adjacent to a previous fusion and the leopard cage cracked during insertion. The smaller broken pieces of the cage were retrieved and the larger section of the cage was left implanted within the l3-4 disc space. It was reported that the procedure was extended by approximately five minutes and there were no adverse effects to the patient. No sample is being returned as the larger piece remains in the patient and the smaller, retrieved pieces were discarded by the customer.